Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Date of event: sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient has skin irritation with 72r electrodes and cover patches. The patient stated that she is getting burn spots on her back from the electrodes and cover patches. The irritation started about a month ago. The skin is black. No blisters. No welts. No swelling. The burn marks are under the cover patches. The cover patches are changed and rotated every day. New 72r/63b electrodes and electrode cover patches were shipped to the patient.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record//certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient has skin irritation with 72r electrodes and cover patches. The patient stated that she is getting burn spots on her back from the electrodes and cover patches. The irritation had been occurring for about a month. The skin is black. No blisters, welts, or swelling. The burn marks are under the cover patches. The cover patches are changed and rotated every day. New 72r electrodes, 63b electrodes and electrode cover patches were shipped to the patient. The cover patches were not returned for evaluation.